Event description:
It was reported that during the implant procedure, there was no pacing when the rv (right ventricular) lead was attached to the device. A (B)(6) test was fine, and when the device was placed in the body there was pacing, but the lead had been switched to unipolar. The system was left in use. Months later, it was noted that both leads were near the skin, so a pocket revision was performed, with the system being implanted deeper in the pocket. The leads were programmed back to bipolar, and the entire system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.